Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr, (B)(6), (B)(6) 2019: reason for revision: groin pain and osteolysis evident on 3d CT reconstruction. Patient underwent primary thr on (B)(6) 2009 where a corail stem and pinnacle mom articulation was utilised.((B)(6)). Patient has done well for the past almost 10 years and has recently presented with pain in the groin. CT scans reveal what appears to be a large osteolytic lesion behind the acetabular component. This lesion appears to perforate the pelvic wall. A decision was made to operate on the patient. On opening the hip, there did not appear to be signs of metallosis (grey staining, or necrotic tissue). The head was removed and there was evidence of trunnion metallosis surrounding the trunnion of the corail stem with. Lack debris. The pinnacle shell was well fixed. Once removed a lytic lesion was evident. A new acetabular component was implanted. A new ceramic head (ceramic ts) was placed on the corail stem which was left in situ. Female patient initials (B)(6), aged (B)(6) years.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.